Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for wearable with serial number (B)(6). However, wearable with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Pairing test¿was performed and failed. A review of the share logs was performed and signal loss over one hour was not found for serial number (B)(6) within the investigation window.¿ the allegation was not confirmed. The probable cause could not be determined. The reported event of signal loss over one hour is reportable based on the findings. No injury or medical intervention was reported.